Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 17-nov-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient was scheduled for a lead revision. Patient was getting good stim coverage but the lead was pushing and bothering them and it needed to be anchored or tacked down at pocket site per the hcps office. No falls reported. Patient was scheduled for lead to be tacked down or anchored on (B)(6) 2020. Issue not resolved at this time however rep to obtain more information. No further complications were reported/anticipated.